Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 115-117 mg/dl at the time of the call. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer crashed and totalled their car during the incident. The customer was inquiring if their incident was connected to the infusion set recall. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Additional information: customer reported via email that they experienced a low blood glucose that led them to a vehicular accident in (B)(6). The customer stated they never had hypoglycemia and have been struggling to control blood glucose in excess of 600 mg/dl. It was not noted how the customer treated the high blood glucose. Customer also mentioned all of their infusion sets are under recall. The insulin pump nor infusion sets are not expected to return.